Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that as metal particle was observed to be inside the packaging of the ultrathane mac-loc locking loop multipurpose drainage set. This was discovered prior to use during a stock inspection. Accordingly, the product problem did not result in any patient adverse events. The product has been returned to the manufacturer; however, as of the date of this report, the investigation is still in progress.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, specifications, and visual inspection of the device was conducted during the investigation. The device was returned. Visual inspection identified foreign matter within the properly sealed packaging. Device failure analysis found no damage to the seals or packaging and therefore it has been concluded that the root cause is manufacturing related. A review of the main work order ((B)(4)) shows two unrelated non-conformances. It should be noted there were no other reported complaints for this lot number. We have notified the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Additional information: date of event.